Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy and the ipg was not connecting to external devices. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
The reported ¿communication issue with ipg¿ was not confirmed. Analysis of the returned ipg found no physical anomalies, it communicated with all lab utilities and passed all tests on the ate (automated test equipment). The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.